Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed twelve (12) critical battery alarms logged with year 2000 and several occurrences of premature power switching events prior to the 25% threshold. These premature switching events and alarms were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. The controller was received with its rtc (real time clock) with year 2000; hence, the date and time of the alarms and premature switching events observed in the log files cannot be determined. However, during functional testing, the controller was able to set and keep accurately the date and time. The most likely root cause of the rtc reset to zero cannot be conclusively determined; the controller was able to set and keep accurately the date and time. The most likely root cause of the reported critical battery alarms may be attributed to a communication error between the controller and batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by a manufacturers representative that when evaluating log files per the request of the site due to critical battery alarms, it was noted that the internal battery was depleted, giving the date of (B)(6) 2000. The site had just replaced the patient's controller for a prior complaint noted on (B)(6) 2015 and five of the patient's current batteries are still under recall. All five batteries were replaced with sites own stock. The controller was exchanged to back up controller (B)(4) with no reported consequence or impact to the patient. No further information was provided.